Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026, at approximately 11:00 pm, the patient attempted to calibrate his sensor as the cgm reading was inaccurately reading low. It was not known what the blood glucose reading was at that time, but the patient stated they were not feeling any symptoms at that time. The patient was unable to calibrate the sensor. At approximately 1:00 am on (B)(6) 2026, the patient's mother found the patient unresponsive and immediately called an ambulance. When paramedics took a fingerstick the cgm reading was low, and the blood glucose reading was 52 mg/dl. The patient was transported to the hospital and arrived at approximately 1:20 am. The patient reported that medications were administered by the ambulance staff and in the emergency department but were unable to recall what type of medication. The patient could neither remember the blood glucose reading taken at the hospital. No further information regarding the hospital stay was reported, and the patient was discharged at approximately 5:30 am on (B)(6) 2026. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.